Event description:
It was reported that this right atrial lead was surgically abandoned due to noise and oversensing during a scheduled generator upgrade procedure at physician's discretion. This lead was successfully replaced. There was pacing inhibition but it was not greater than two seconds. Prior to procedure, isometric testing was performed, and noise was reproduced. No additional adverse patient effects were reported.